Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-02100, MFR#0001825034-2018-02101. Concomitant medical products: comprehensive shoulder standard taper adapter pn118001 ln236160 versa-dial modular humeral head pn113034 ln013420. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the revision has not yet taken place. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial right shoulder arthroplasty. Subsequently, the patient is requesting a custom implant for a revision 2 years later due to unknown reasons. No further information was available.